Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level in the 300's mg/dl range. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.